Event description:
Right femoral approach venogram and angioplasty of right subclavian vein was done on patient. After the angioplasty was done md attempted to remove the wire through the balloon when it got stuck and unraveled. Wire was a 260cm cook hi-wire ref number g36325 lot number 01414165. Wire and balloon were removed and appeared intact with no parts missing. Patient was discharged in stable condition without injury.====================== health professional's impression======================clinic coordinator stated that patient had prior surgery for kidney removal which has left internal staples. Guide wire may have caught on staples during retraction.